Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
The mmf screw head broke off during implantation leaving the shaft of the screw in the left side of the patient's mandible.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. The device history records could not be reviewed due to the lot number not being provided by the customer. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.